Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 3 reports (same patient, different products, different events). Other mfg report numbers: 3013886523-2022-00073, 3013886523-2022-00074. A facility reported a young patient had a certas plus implanted in (B)(6) 2019. Patient had revision surgery due to malfunction of shunt on (B)(6), 2020. A progav was implanted. Patient had signs of shunt malfunction, a revision surgery was done on (B)(6), 2020, and a certas plus was implanted (828806 , lot 576529). The patient had an MRI scan (unknown date) showing signs of shunt malfunction (slit ventricles), surgeon tried to change valve setting without success, so another revision surgery was done on (B)(6), 2022. A certas plus (828806 , lot 4940612) was implanted. Patient showed no improvement, then another revision surgery was done on (B)(6) 2022. The certas valve was replaced with a competitor valve.